Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the patient expired after an implant duration of 3 days (0.10 months) due to unknown reasons.

Manufacturer narrative:
Device not returned. It is unknown if the death was device related. No further details were provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
It has been learned though follow-up with the healthcare provider that the device did not cause or contribute to the patient's death. This event was reported in error.

Event description:
This event was reported in error. Through follow-up with the healthcare provider it was learned that although the patient expired the 3 days after surgery, the edward's valve did not cause or contribute to the patient's death